Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Cracked display window, cracked reservoir tube lip and loose /protruding drive support disk noted during visual inspection.

Event description:
It is reported that the drive support cap is missing. Customer stated that before the drive support cap was missing, it was protruded. Customer blood glucose reading is 190 mg/dl. Advised customer that the insulin pump must be replaced. Nothing further reported.